Event description:
It was reported the patient developed a hematoma/blood clot immediately post-op. A partial explant was required as a result of the event. The surgeon went back in and cut the lead wire and explanted the paddle. The ipg was in place with a partial wire still connected. No diagnostic testing or troubleshooting was performed. It was noted that the lead placement caused the hematoma. Patient symptoms or complications associated with the event included a loss of reflexes in the lower extremities and paralysis at the lead location. The patient¿s status was noted to be alive with no injury. Additional information received reported the manufacturer representative (rep) checked on the patient yesterday (B)(6) 2014. All issues were reportedly resolved. The patient was reportedly moving her legs and walking.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).